Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,30mm (30g) aspiration could not occur. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: the customer provided samples for pr# 5777568 the customer reported "difficult/unable to operate (difficult to aspirate)" for bd syringes from lot# 1277020 cat# 324825.